Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a proximal lead segment severed 240 mm from the terminal pin was thoroughly evaluated. Insulation abrasion consistent with lead-on-lead contact was confirmed at 138-150 mm from the terminal pin. No further analysis was performed.

Event description:
Boston scientific received information that during the device replacement procedure, insulation damage was observed on this right ventricular (rv) lead. All lead measurements had been stable and within normal range. Due to the damage, this lead was explanted and replaced. No adverse patient effects were reported.